Manufacturer narrative:
A spacelabs healthcare product support specialist (pss) received and evaluated the event log from the xhibit central station where he was able to verify that the system powered off multiple times on the date of the event; however, the cause of the reported power issue was not apparent. The pss dispatched a spacelabs healthcare field service engineer (fse) for further evaluation. The fse spoke to the customer, a biomedical engineer, regarding the reported issue. He advised the customer to restart their xhibit central station and check their system again. It was confirmed that after the system reboot, the station was working as expected. The fse evaluated the customers power supply assembly, and no problems were found. As a precaution, the fse performed preventive maintenance on the customers system and returned the device to service after observing proper device operation. A spacelabs healthcare complaints specialist reviewed the customer¿s account and it confirmed that no additional reports of this issue have been made. This report is complete, and the issue is considered closed.

Event description:
Field service engineer reports loss of telemetry monitoring occurred at the central monitor. No injury was reported as a result of this event.